Manufacturer narrative:
(B)(4), diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the upper buttocks on (B)(6) 2024. On (B)(6) 2024, it was reported by the parent via web self-service that the pediatric patient experienced vomiting all day and the parent had suspicion for dka. The cgm was reading 65 mg/dl and the blood glucose reading was 197 mg/dl. The patient was taken to the ed. Dka was not confirmed; however, ketones were present. The symptomatic hyperglycemia was treated in the ed for 8 hours with 2 bags of fluids and around 20 units of insulin via tandem pump. The patient recovered after treatment. At the time of the report 8 days later, the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.